Event description:
The customer contacted stryker regarding checking of their device. During evaluation stryker observed that defibrillation charge is delayed more then 30 seconds. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that defibrillation charge is delayed more then 30 seconds. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker regarding checking of their device. During evaluation stryker observed that defibrillation charge is delayed more then 30 seconds. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The customer refused to send the device to stryker for further evaluation and repair. A cause of the reported issue could not be determined.